Event description:
For approx 6-7 months, the pump had been having volume discrepancies. Only one of the values was reported; the expected volume was 2ml; the actual volume was 5ml. It was noted that the discrepancies had gotten smaller since a refill healthcare professional had taken over the pt's care. The pt had no symptoms. The pt was at home; his status was "good". Follow-up with the pt's physician was recommended. Additional info has been requested, a follow-up report will be sent if additional becomes available.

Manufacturer narrative:
(B) (4).